Manufacturer narrative:
Analysis of the external pulse generator (epg) was able to confirm the customer comment that the external pulse generator (epg) failed to power on, the battery drawer was found to be contaminated. Analysis also noted that the hanger assembly was broken, the printed circuit board (pcb) was replaced due to errors, capacitor was damaged on main printed circuit board (pcb), the on/off and enter buttons were out of mechanical specification, the encoder assembly was contaminated, four knobs were contaminated, the lower case was broken, the main seal was contaminated, the display wires were pinched with insulation exposed, four encoder nuts were contaminated, two output connectors were contaminated and the device required a battery shortening bar. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not have power. The epg was returned to service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.